Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited occasional p-wave undersensing. The lead remains in use. No patient complications have been reported as a result of this event.